Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient had hemoptysis, and significant bleeding was noted from the endotracheal (et) tube. As the bleeding from the et tube continued, the heparin infusion was discontinued. A bronchoscopy was then performed, which was negative for active bleeding. However, several clots were noted in both left and right lobes which were cleared by saline lavage, and after which no active bleeding sites could be identified. Half an hour after discontinuation of heparin, ablation was again initiated. Copious amount of bleeding from the et tube was again noted, and it was decided to abort the procedure while general anesthesia.. Intravenous (IV) protamine was subsequently administered to the patient to reverse heparin, and the patient was extubated. After extubation, the patient was awake, and responsive to questions. The patient was then transferred to the intensive care unit (ICU) for observation. The patient had an extended hospitalization, and the patient became stable. The patient was part of the (B)(6) clinical study. No further patient complications have been reported as a result of this event.